Manufacturer narrative:
(B)(4). Age at time of event: 70 years or older. Device evaluated by manufacturer: the device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a deep vein thrombosis treatment procedure, filter deployment issues occurred. Vascular access was obtained via the right internal jugular artery. The target lesion was located in the infar real of the vena cava artery. The 12 fr jugular titanium filter was advanced and deployed. However, deployment issues occurred and only 3 or 4 of the filter legs attached to the vessel wall. No filter migration occurred. Additional placement of a second filter was unnecessary as the physician believes the patient is adequately protected. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.